Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had a blank display. The customer¿s blood glucose level was 300+ mg/dl. The customer treated with a manual injection. The customer states that the pump has completely stopped working and does not turn on at all. Troubleshooting was performed for blank display and noticed the display did not return. The customer declined troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.